Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not inflating the cylinders. The ipp was replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Examination of cylinders, rear tip extenders, and pump found no signs of abnormalities and passed the leak testing performed. The pump underwent functional testing and passed within product specifications. Based on the information available, the reported allegations were unable to be confirmed.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not inflating the cylinders. The ipp was replaced. There were no patient complications reported.